Manufacturer narrative:
Date of event: unknown as information was asked but not provided. Date implanted: unknown as information was asked but not provided. Date explanted: unknown as information was asked but not provided. The device was not returned for analysis therefore, a visual analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) was implanted and explanted from the patient's operative eye due to unstable anatomy. Through follow-up, additional information was received stating the doctor tried to use the za9003 lens after finding a capsule tear. The natural structures of the eye could not support this lens so she explanted it. There was no patient harm other than the patient left without putting a lens in the eye. The doctor will put a sutured iol in at a later date. There was nothing wrong with the product. No further information is available.